Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus was explanted, and it was noticed that the cuff was broken and empty. The aus was replaced. No further patient complications were reported.